Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level of 415 mg/dl. The customer¿s current blood glucose was 280 mg/dl. The customer experienced different blood glucose level of 118 mg/dl and 200 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with bolus and syringe. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.